Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Upon the first attempt as passing the lead through the tricuspid valve it became entrapped in the valve. Attempts were made to remove the lead but were unsuccessful. The lead was subsequently capped/abandoned and a new lead implanted without consequence to complete the procedure. No additional adverse patient effects were reported.